Event description:
It was reported by service report that the cot dropped too fast with the button top assembly. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Investigation still underway.